Manufacturer narrative:
January 11, 2016 09:55 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use was observed. No blood was observed on or in the device. The delivery device was returned inside the loading device. The seal and tension spring assembly were loaded properly inside the delivery tube with no flaring of the seal, however, the seal was observed to be cracked at the first and second outer most coils. This analyzed failure was not reported by the account. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed for ¿failure to deploy," but confirmed for "cracked seal." (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.